Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer stated that their quick release kept coming off on its own. Customer's current blood glucose was 450 mg/dl. Trouble shooting was declined. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.